Event description:
It was reported that there had been a human error in programming the pump. The pump had been replaced in 2008, and filled with 2000 mcg/ml baclofen, but programmed with 500 mcg/ml. This resulted in overdose symptoms of moderate intensity including hypotonia and nausea and vomiting. The pt had been hospitalized for fecal impaction about 2 days for four days (pt has a history of constipation). The programming error was discovered 2 days after the refill, and corrected to reflect the 2000 mcg/ml baclofen. The dose was increased from pre-pump replacement level of 308 mcg/day to 499.9 mcg/day. The pt recovered without sequelae.